Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7262177. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the samples returned to our facility were reviewed and tested for conformance with drag testing standards. The results from our testing determined that the returned device was within product standards. Unfortunately based on our findings, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system needle had a "dull feeling" during use and was difficult to retract.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system needle had a "dull feeling" during use and was difficult to retract.